Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the softness of the lens material decreased so that unfolding is not proper. Additional information has been requested and provided that there was no patient impact.

Event description:
Additional information has been requested and provided that there was no patient impact and the surgery was completed by using back up lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) returned pressed down on one post of the lens case base. Solution is dried on both surfaces of the optic and haptics. No damage observed. Iol unfolded with no abnormalities, unfolding time ¿ 1 second, met specifications. Water temp 22.6'c. Timer ID 1212al. Thermometer ID 04013al. Fold holder ID 12-fold-0001. We are unable to determine the root cause for the reported complaint as the iol unfolded with no abnormalities. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).